Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 300 mg/dl. The customer reported that the cause of the high bg level was unknown. Additionally, the customer attempted to set a temp basal rate to address their bg level, however inadvertently used the bolus screen and delivered a bolus. The customer verified the pump logs and insulin on board. The customer reported delivering a 60 unit bolus and had 44.29 units remaining. The customer stated had available candy and glucose tabs to manage bg level. During follow up with tandem technical services, the customer reported blood glucose level was 124 mg/dl after eating and bgs were in target range.